Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by patient the cannula retracted, indicating a needle mechanism failure. The patient¿s blood glucose (bg) reached 25.0 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received with the needle mechanism assembly not deployed. The pod data showed that 0 pulses were delivered and that the pod was deactivated while in pod state 15. This indicates that activation was not completed after the pod was filled. Inspection of the fluid path confirmed that the fill rod was shorting both fill sensor springs. No damages or deficiencies were observed with the device that would contribute to a retraction of the soft cannula or prevent the pod from operating as expected. Because the pod had never completed activation, a needle mechanism failure could not have occurred. No problem was found regarding the reported cannula retracted event.